Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as urine leakage, urgency, and a tight, pulling sensation when doing physical activities, physical pain and discomfort, suffered psychologically and emotionally and limited to what can be done physically. No additional info was provided.